Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not hear the insulin pump beep. They do not recall hearing any tones. They ran a self-test and the device alarmed a hardware low level failure. They were able to clear the alarm. The customer¿s blood glucose during the incident was unknown. They performed another self-test but the device did not pass. The device will not be returned for analysis.